Manufacturer narrative:
During coil embolization for (ima) internal mammary artery, the orbit complex fill 9x25 coil (B)(4) was placed in the target aneurysm, the doctor felt that the coil was hard and the movement was like (B)(4). During pulling of the coil, the coil detached in the (mc) microcatheter (detail unknown), however the coil was successfully placed in the target aneurysm. The coil did not have the complex shape as usual and as a result it did not conform to the aneurysm. Therefore coil had to be pulled in and out of the aneurysm several times, subsequently there was positioning difficulty within the aneurysm. After the coil detached in the microcatheter, the coil was pushed by delivery tube into the aneurysm. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. The correct product was used and in the package. An adequate continuous flush was maintained through the mc at all times, and the mc was not re-shaped. There was no resistance when the coil was inserted in the microcatheter or any other time or kinks that may have contributed to the event. The vessel was not calcified and not tortuous. The procedure was completed without patient injury. No information was available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15338783 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During coil embolization for (ima) internal mammary artery, the orbit complex fill 9x25 coil ((B)(4)) was placed in the target aneurysm, the doctor felt that the coil was hard and the movement was like (B)(4) (complex standard coil) . During pulling of the coil, the coil detached in the unknown microcatheter (mc); however the coil was successfully placed in the target aneurysm. The coil did not have the complex shape as usual and as a result it did not conform to the aneurysm. Therefore coil had to be pulled in and out of the aneurysm several times, subsequently there was positioning difficulty within the aneurysm. After the coil detached in the microcatheter, the coil was pushed by delivery tube into the aneurysm. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. The correct product was used and in the package. An adequate continuous flush was maintained through the mc at all times, and the mc was not re-shaped. There was no resistance when the coil was inserted in the microcatheter or any other time or kinks that may have contributed to the event. The vessel was not calcified and not tortuous. The procedure was completed without patient injury. Vessel/aneurysm characteristics are not known and it was reported that no further information is available. The coil remains implanted and therefore is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the available information, no conclusion can be made. It is possible that aneurysm characteristics/coil size may have contributed to the reported positioning difficulty and additional manipulation resulting in coil detachment. Review of lot 15338783 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During coil embolization for (ima) internal mammary artery, the orbit complex fill 9x25 coil (637cf0925) was placed in the target aneurysm, the doctor felt that the coil was hard and the movement was like 637cs0925. During pulling of the coil, the coil detached in the (mc) microcatheter (detail unknown), however the coil was successfully placed in the target aneurysm. The correct product was used and in the package. An adequate continuous flush was maintained through the mc at all times, and the mc was not re-shaped. There was no resistance when the coil was inserted in the microcatheter or any other time or kinks that may have contributed to the event. The vessel was not calcified and not tortuous. The procedure was completed without patient injury.